Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17702786) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm x 4cm x 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter was used and was inflated, but there was residual stenosis; the balloon ruptured at its rated burst pressure (rbp) during second inflation. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The device will not be returned for analysis as it was discarded.

Manufacturer narrative:
A saber 5mm x 4cm x 90cm percutaneous transluminal angioplasty (pta) balloon catheter was used and was inflated, but there was residual stenosis; the balloon ruptured at its rated burst pressure (rbp) during second inflation. This was a vascular access intervention therapy (vaivt) case. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17702786 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (although unknown), may have contributed to the reported event. However, without the return of the device for analysis and based on the limited information provided, it is difficult to draw a clinical conclusion between the device and the events reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.